Manufacturer narrative:
From the picture it was observed that "improper package indication". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cuffed, spiral-flex, 7.5, lot #01k1200269 was mfg on 10/17/2012. The DHR investigation did not show issues related to complaint. Document review (fmea) assessment was conducted and no changes were required. From the picture it was observed "improper package indication", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend similar complaints.

Event description:
The event is reported as: an improper package indication was noted during incoming inspection. No pt injury/involvement.